Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter is not able to read patient's implant after several attempts, error massage was given. The patient will be called to present to the clinic for device check. No patient consequences were reported.

Event description:
New information notes that there is no allegation of malfunction on the device. The patient is stable.